Event description:
It was reported that when the ventilator alarmed, there was no audible alarm at the nurse call station while connected to a patient. No patient harm reported.

Manufacturer narrative:
Corrected the date of the event from march 20, 2014 to march 18, 2014.

Event description:
Further information was received from the customer that reported there was a constant alarm at the nurse call station when the ventilator had no alarm condition.